Event description:
21 months after a coronary artery drugh stenting procedure the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.75mm, 99% stenosed portion of the left main coronary artery (lmca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.5x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 99% stenosed portion of a saphenous vein graft located in the 2nd diagonal artery. The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. There were no compliations. The patient was discharged 2 days later on plavix and aspirin. 21 months after the initial placement thepatient required a tvr. Thephysician successfully placed a johnson & johnson cypher stent in the lmca. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was in-stent restenosis of the taxus stent.